Event description:
The customer stated that the insulin pump started making a noise and stopped working after it was submerged in water. Nothing further was reported.

Manufacturer narrative:
The insulin pump had a blank display due to moisture damage on the electronic assembly. The insulin pump had a corroded motor home switch.